Event description:
It was reported that the device failed downstream occlusion test. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device, confirmed customer complaint of ¿failed downstream test¿ by performing downstream occlusion test. Unit was not able to perform test and reported error cassette alarm. Replaced downstream occlusion sensor (dso) sensor. Performed test again unit was able to pass test. Calibrated dso. Performed performance verification tests unit passed all test criteria.